Event description:
The teleport microcatheter was being used as a transfer catheter to exchange the workhorse wire for the csi viperwire via a radial approach. When an attempt was made to remove the teleport from the vessel, it appeared to seize up on the viperwire or be lodged against the distal aspect of the lesion in the rca. The teleport was unable to be torqued, advanced, or removed. The physician forcibly pulled all devices out of the rca and everything was removed. Additional femoral access was obtained and a fine cross catheter was used and would not cross the lesion. A second teleport microcatheter was inserted and successfully crossed the lesion. The viperwire was re-inserted and atherectomy treatment was performed at the distal lesion. Per the opinion of the physician, minimal improvement was obtained and due to the procedure approaching three hours in length, the decision was made to abort the procedure. The patient was in stable condition following the procedure and no complications were reported. An additional procedure at (B)(6) hospital is planned. The catheter will be returned for analysis.